Manufacturer narrative:
There is no allegation that the vns therapy system caused or contributed to the pt's reported death.

Event description:
Reporter indicated that the vns pt has died. The cause of death was not provided by the initial reporter at the time of this report. At the time of death the pt's vns therapy system generator was programmed to zero output current. Good faith attempts have been made for add'l info surrounding the events relating to the death. Review of programming history by MFR indicated the pt had a high lead impedance. This event was reported on MDR report number: 1644487-2007-01589.